Event description:
Doctor reported that the trajectory of the implant is not correct according to his plan. Doctor aborted implant placement to let site heal. No bone graft was performed.

Manufacturer narrative:
Method: since device was not returned for investigation, implant position was determined by post operation x-ray. X-ray was superimposed onto planning file to determine deviation. Stone model was then optically scanned and superimposed onto doctor's cbct scan to detect any distortions with the doctor's cbct scan.